Event description:
It was reported that the patient experienced muscle spasms while the stimulation was turned on or off. Impedance readings were >4,000 ohms. There was no known accident or incident related to the event, but the patient experienced a fall shortly after implant. The healthcare professional reported that the patient had abdominal spasms and they were not related to the implanted system; the patient had had abdominal spasms prior to the system placement. The implantable neurostimulator (ins) was reprogrammed and the patient was getting good coverage in both hands; this was the reason for the original ins placement. The patient outcome was reported as "no injury".